Event description:
It was reported that the patient is deceased. The cause of death is listed as cardiogenic shock. Follow-up information to determine the source of the shock was attempted but unknown.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.